Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, end cap address label faded, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose was 150 mg/dl. Customer reported that reservoir does not make the clicking noise to lock into place and it feels like the reservoir can just fall out. Customer reported that she just noticed it this morning when she was changing the reservoir. Customer reported that the reservoir is unable to lock in place when inserted into pump. The insulin pump will not be returned for analysis.